Manufacturer narrative:
These female patients were identified during an active online listening program. The patients had essure inserted. The case describes the occurrence of medical device removal ("30,000 women in have had their tubes or uterus removed"). There was no information on the patients' medical history or concurrent conditions. On an unknown date, the patients had essure inserted. On unknown dates they underwent medical device removal (seriousness criterion intervention required). The patients were treated with surgery (hysteroctomy & bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. No causality assessment was received for essure with regard to medical device removal. The reporter commented: however, a report reveals the defect of the implant. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-feb-2024: quality safety evaluation of ptc. Further company follow-up with the reporter is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
These female patients were identified during an active online listening program. The patients had essure inserted. The case describes the occurrence of medical device removal ("30,000 women in have had their tubes or uterus removed"). There was no information on the patients' medical history or concurrent conditions. On an unknown date, the patients had essure inserted. On unknown dates they underwent medical device removal (seriousness criterion intervention required). The patients were treated with surgery (hysterotomy & bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. No causality assessment was received for essure with regard to medical device removal. The reporter commented: however, a report reveals the defect of the implant. Further company follow-up with the reporter is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.